Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels. Customer was treating high blood glucose levels with insulin pump and states they might have an infection at the insertion site. Blood glucose level was 580 mg/dl at time of hospitalization. During troubleshooting, customer stated that she had received a no delivery and low reservoir alarm. Advised customer to monitor device and contact if issue persists. Customer's blood glucose level was 107 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.